Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the bottle of the small volume infusor. This was noted when opening the pouch before use. There was no patient involvement. No additional information is available.